Event description:
It was reported a bladder neck suspension procedure was performed without incident. Approx eight months post procedure, the pt returend with pain and an infection at one side of the anchor site. An x-ray revealed one of the anchors had dislodged from the bone. The anchor was surgically removed without incident. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Follow-up revealed this pt was reassessed by a secondary physician, who removed the anchor. Directions for use outline as potential complications: "infection is a potential complication of any surgical procedure. Loss off fixation or pullout of bone anchors.